Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened or used.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 108 mg/dl and sensor glucose was 52 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that they did not have a bent cannula on the sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened or used.